Manufacturer narrative:
Upon further review, the cartridge tip crack was reassessed as not reportable as there is report of no patient contact and there was no allegation against the jnj device. Hence a correction report would be submitted for us with aware date being 4/28/2024, the date of reassessment.

Manufacturer narrative:
Section:a4 and a5: unknown/ asked but not available. Section d6a: if implanted, give date: not applicable, as there is no indication that the lens was implanted. Section d6b: if explanted, give date: not applicable, as there is no indication that the lens was implanted. Section h3: other 81: the device was not returned for evaluation. Therefore, a failure analysis of the complaint device cannot be completed. A review of the device history record, complaint trending, and risk documentation for this device will be performed. Upon completion of the review, if there is any further relevant information a supplemental medwatch will be filed. All pertinent information available to johnson & johnson surgical vision, inc. Has been submitted.

Event description:
It was reported that the tip to the cartridge of the preloaded intraocular lens (iol) was cracked during surgery on the back table. There was no patient contact and the iol was not implanted. From additional information it was learned that , the injector tip/nozzle/barrel split across the seam. The split did not propagate all the way through the tip....just right up to it. The lens otherwise appeared to be folded in the proper configuration. There was no use error. The procedure was completed with the back up lens with the same model and diopter. Bss was used as a cartridge lubricant at room temperature.